Event description:
It was reported that, during the water vapor therapy procedure, when treatment was being administered, the needle could not be retracted despite pressing the button. The physician was able to remove the needle by carefully pulling out the device. A storz scope was used during the procedure. The delivery device was replaced, and the procedure was completed using the second delivery device. There were no patient complications.

Manufacturer narrative:
Upon receipt of the delivery device at our quality assurance laboratory, the delivery device was thoroughly analyzed. Visual examination found the needle was stuck to the needle seal in the tip of the delivery device. Microscopic examination revealed there was residue adhered to the surface of the needle at the location of the needle seal. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. It is probable that the needle seal material adhering to the needle resulted in the reported event.

Event description:
It was reported that, during the water vapor therapy procedure, when treatment was being administered, the needle could not be retracted despite pressing the button. The physician was able to remove the needle by carefully pulling out the device. A storz scope was used during the procedure. The delivery device was replaced, and the procedure was completed using the second delivery device. There were no patient complications.